Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported a patient on impella cp support for high-risk percutaneous coronary intervention (hrpci). During intervention, the patient became hypotensive, went into ventricular tachycardia, and required multiple shocks, rounds of cardiopulmonary resuscitation (CPR), and advanced cardiac life support medications and return of spontaneous circulation (rosc) was achieved. The patient remained hypotensive during the duration of the case and flows decreased. The pump was repositioned multiple times without success. The patient's hemoglobin was low and required 2 units of packed red blood cells. Within 20 minutes of arrival to the intensive care unit, the patient went into ventricular fibrillation, requiring multiple rounds of CPR until rosc was achieved. The patient coded again later and the family withdrew care. The patient expired within 3 hours of admission to the intensive care unit.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Vt/vf: the root cause of the injury was unable to be determined due to insufficient clinical details. Hypotension: the cause of the injury was not determined due to insufficient clinical details. Low pump flow: no conclusive biomaterial ingestion trend or other abnormalities found per log review. The cause of the low flow cannot be determined since the complaint device not returned for analyzing, inconclusive log evidence and due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.